Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the site contacted the intuitive technical support engineer (tse) and stated that there were erbe errors during use. The erbe had an external bovie pen connected to the generator while the surgeon was in control. The tse had the customer remove all cables and restart the erbe. A c-00 error was present on restart. The customer added to the logs and reconnected the cables. The monopolar energy fired briefly before the error returned again. The site used a force triad generator to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the system was inspected prior with no noted damage. The force triad was used to complete the procedure robotically. There was no harm or injury to the patient.